Event description:
Reporter noted corneal burn occurred during procedure; single suture placed to close wound. Outcome reported as excellent.

Manufacturer narrative:
H-10: device has not been received for evaluation to date. Customer has been contacted regarding possible causes of thermal injuries. This reported mailed in to FDA on: 06/07/2006. The manufacturer internal reference number is: ia060756.